Event description:
Report received of a tubing rupture during high-pressure injection. It was reported that a pt was having a CT of the chest. The pt came from the emergency dept. With an angiocatheter connected to an abbott extension set placed in the left antecubital site. In CT, a non-abbott extension set was connected to the abbott extension set, and the power injector tubing was connected to the non-abbott extension set. The power injector was set to infuse 78cc of contrast at a rate of 3.5cc/second and a pressure of 100psi. It was reported that approximately 10 seconds into the infusion, the abbott extension set "ruptured" and approximately 5-10cc of blood was lost. The IV site was discontinued. It was determined that the pt received enough contrast and therefore no further contrast was injected. The scan was completed with no further problems. There were no reported adverse pt effects. Additional information was requested, but no further information was provided.